Event description:
It was reported that, "pt presented with pain and difficulty walking, upon x ray, it was found that the femoral head was fractured."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.